Event description:
The pump was returned for investigation. Investigation revealed a dim and faded display screen and intermittently unresponsive keypad buttons. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim and faded display screen. A test screen was installed on the pump and had displayed properly. The keypad cover was torn by the ok button. The keypad buttons were intermittently unresponsive and the audio bolus button was unresponsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.